Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) produced charge profile and discharge profile faults. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor produced discharge profile faults and code 29 - charge profile faults. The cause of the faults was an open resistor r45 on the computer analog board. The root cause of the open r45 was unable to be positively identified. No adverse event resulted from the open resistor. The last patient to use this monitor did not report any deficiencies.